Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Based on the information received the cause cannot be determined; however, patient factors and progression of valvular disease may have contributed to the event. If additional information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that two (2) years, six (6) months post-implantation of this 21mm aortic valve, a transcatheter valve was deployed (valve-in-valve) due to severe symptomatic aortic stenosis. As reported, a 20mm transcatheter valve was deployed with no reported complications. The patient tolerated the procedure well and was transferred to the recovery room in satisfactory condition. The patient was discharged on post operative day one.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.